Manufacturer narrative:
The customer¿s report of leaking from the needleless connector (smartsite) was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in no leaking. The root cause was not identified.

Event description:
It was reported that a user observed leaking from the needleless connector.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a user observed leaking from the needleless connector.